Event description:
Hcp reported the pt presented with signs of a device pocket infection including redness, swelling, and drainage. A culture of the device pocket was obtained-results unk. Perioperative antibiotics were administered IV-ancef and gentamycin. The pump was removed and the pt was given oral antibiotics. The infection resolved and there was no drug withdrawal. The pt had risk factors of autoimmune disease - a history of treated lymphoma in the past.